Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family was reported via phone call that they were hospitalized due to high blood glucose as well as diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 365 mg/dl. Troubleshooting was done for high blood glucose. The customer experienced symptoms such as nausea, vomiting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test at 0.08705 inches. No delivery anomalies noted. (B)(4).